Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-05523. It was reported, the pt was no longer receiving stimulation. An impedance check revealed invalid impedance. Reprogramming was performed stimulation could not be increased above the threshold on all contacts. X-rays were taken but the results are unk. Follow-up revealed the pt underwent surgical intervention on (B)(6) 2014. During the procedure, the impedance issue remained. In turn, the pt's leads were explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.